Event description:
It was reported that the iab was inserted after cardiac catheterization was completed. The iab was inserted using an introducer sheath. No difficulty was encountered. However, blood was noticed returning from the proximal end of the balloon. As a result of this, the iab was removed and replaced. There were no pt complications.